Event description:
A compliance officer reported that a patient experienced decreased near and distance vision, double vision, halos, and glare following intraocular lens (iol) implant surgery. About two months after the implant surgery, a yag and lasik procedures were performed. Then about four months after implant surgery, the iol was exchanged for a different brand. In a follow-up, one week post-exchange, the surgeon reported the patient's va for reading is good but "not what the patient wants" and still has blurry distance vision. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was torn/split/cracked on the post of the lens case. Both haptics were bent-distal area. The optical resolution was acceptable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/11/2009 and 03/16/2009 by phone, fax, and mail. Medical records were received on 03/16/2009.